Manufacturer narrative:
(B)(6). No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a procedure, the t2 pre-deployed from the device. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment showed the device was received is in exceptionally good condition. No t1, t2 or suture was returned. Functional test confirms cycling and advancement mechanisms functioned as intended. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.